Event description:
It was reported that cartridge alarm 20 occurred and customer was unable to load a new cartridge at time of call. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through proper cartridge loading steps, and customer was advised to contact healthcare provider for insulin therapy due to lack of backup therapy, with no additional outcome information available.